Event description:
The physician was inserting the implant into the disk space and wanted to move the cage slightly for more posterior. As he was driving the implant in this direction, the end of the inner shaft broke off inside the applicator knob. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The product was produced according to the specifications. Also, no malfunctions on the applicator outer shaft and the applicator knob could be detected. The examination of the related raw-material testing certificates shows no deviations referring material analysis, strength and structural stability. The visual inspection of the fracture surface also shows nothing unusual. The exact cause for this damage could not be detected. The instruments have been produced according to the specifications. This complaint has been determined to be invalid. (B)(6).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.